Event description:
A tandem mobi cartridge alarm was reported, which did not result in any adverse impact to the customer's blood glucose level. Initially, the customer was unable to reload the original cartridge and resume insulin therapy. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus successfully. With guidance, the customer loaded a new cartridge using proper techniques and was able to resume insulin therapy, effectively resolving the issue.